Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber began rotating within the metal cap. Due to this, the procedure was completed using another device. There were no patient complications. The fiber was returned, and analysis identified a circumferential fracture. The potential for forward firing may exist.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a circumferential fracture. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited moderate charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.